Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose and other drugs via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was having surgery today because the pump was sticking out due to weight loss. Patient asked if the manufacturer representative would be there. Patient stated the pump had always protruded a little since implant but since the last 2 months, they were really sticking out. Patient stated he did not believe the weight loss was related to his implants. Patient was unsure of drug and stated there was morphine and other drugs in pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a the patient regarding the drug infusion device. The drugs being delivered were dilaudid (hydromorphone) and morphine (unknown). When asked for drug dose and concentration information, the patient stated, "it was 50/50, I know that." The reason for use was spinal pain. It was reported that his new pump was moved "from the front to the back" of his body because the previous pump was sticking out of his belly. He had lost a lot of weight (about 30 pounds), and that he was hurting when the previous pump was sticking out of his belly. It was sticking out right in the belt line. The pain started sometime in 2018. The previous pump was replaced this year, noting that the healthcare professional (hcp) hcp said it was 6 years old already and getting near the end of it's battery life. They reviewed pump battery longevity expectations. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that pump did still protrude from abdomen as patient had lost weight. Pump did not flip anteriorly or have any swelling or ecchymosis. Patient was (B)(6) lbs at the time of the event. Patient had chronic low back pain since 1993. Reflex sympathetic dystrophy (rsd) bilateral lower extremity, low back surgery in 2015. No further complications were reported.

Manufacturer narrative:
Explant date of (B)(6) 2018 reported in previous regulatory report does not apply at this time, as it was reported that the pump had still been in the patient and was not explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drugs being delivered were dilaudid (hydromorphone) and morphine (unknown) with unknown doses and concentrations. The patient was asked for dose and concentration, and the patient stated ¿9 something.¿ the reason for use was non-malignant pain. It was reported that the patient lost about 30 pounds and the pump is "hanging out of my belly." He is going to have a revision on (B)(6) 2018. The pump has been hanging out for a long time, and the date the issue started was unknown. The patient said it came "undone," he doesn't think the surgeon who put the pump in did a good job. They wanted to know if they would just move the current pump or replace the pump. Longevity was reviewed with the patient and it was recommended that the patient was to follow up with a healthcare professional (hcp). There were no further complications reported/anticipated.